Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus and basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at reservoir tube window corners and cracked battery tube threads.

Event description:
It was reported that the customer was receiving motor position encoder error alarms and motor error alarms. Customer stated that she was priming her pump when she received a motor error alarm followed by the motor position encoder error alarm. The customer's blood glucose level was 141 mg/dl. Assisted customer with clearing the alarm. Troubleshooting was done. Customer stated that they were unable to complete the rewind sequence. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.